Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise episodes. No intervention was performed and patient condition was unknown. The patient will continue to be monitored.